Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, occasionally. Upon interrogation, the left ventricular lead exhibited loss of capture and low impedance. On (B)(6) 2015 fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015 without complications.